Manufacturer narrative:
Concomitant product: 305u225 porcine heart valve, implanted: (B)(6) 2014.

Event description:
It was reported that the patient experienced near syncope. The right atrial (ra) lead exhibited possible intermittent atrial undersensing. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.